Event description:
Procedure type: nephrectomy. According to the reporter: upon release of ring a doctor confirmed it was broken. Operating time extended: unk. New one was opened to complete the case with no problem. No pt info is available.

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 10/01/2014.

Manufacturer narrative:
(B)(4).